Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information provided: the product was discarded and could not be returned.

Event description:
It was reported that during the esophageal cancer surgery, when 1st firing, the firing knob was broken. All the pieces would be returned. Another device was used to complete the surgery. There were no adverse consequences to the patient.